Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient died on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a mini-laparotomy performed during mesh implantation. It was reported that following insertion, the patient experienced erosion into small bowel with retropubic abscess. On (B)(6) 2011, a cystoscopy with bilateral ureteral stent placement, retropubic dissection and removal of retropubic foreign body was performed. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. No additional information is provided at this time. (B)(4).